Manufacturer narrative:
Batch review performed on 13 february 2024. Lot 172162: (B)(4) manufactured and released on 23-oct-2017. Expiration date: 2022-10-04. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 5 years 4 months after the primary. The patient came in, due to signs of an infection. And the pathogen is unknown. The surgeon performed a washout. And revised the liner. The surgery was completed successfully.